Event description:
It was reported that during an tka, ukr and pfa procedures the drill did not reach 80.000rpm, also it was noise and started to smoking up when testing. The procedures were completed with a backup drill and there was no patient harm. Investigation results showed that all the issues mentioned were caused by the broken motor shaft driver.

Manufacturer narrative:
The device was intended for use in treatment and it was reported that the drill does not reach 80k rpm, it's noisy and it's smoking up when tested. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. A drill test was run with the returned drill. It did not exceed 78000 rpm and started smoking after a couple seconds of the test. There was also an abnormal noise. The noise and subsequent smoking of the drill is consistent with a broken motor shaft driver in the drill. From previous reports we know that this is caused by excessive cutting forces, especially over time. The malfunction is most probably due to supplier / raw material fault.